Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to oxygen flow were observed. The device's porting block adaptor tube and the active exhalation control module were found to be contaminated. There was evidence of liquid ingress. The device's adaptor tube and active exhalation control module were replaced to address the issues.